Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 012) issue. The distributor alleged that the pump was having an unspecified cs 012 call service alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/13/2015 with the following findings: a review of the pump¿s black box history showed that multiple cs 054, 052, and 012 call service alarms were recorded on (B)(6) 2014. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. The audio bolus button was found to be unresponsive. The audio bolus button cover was intact; no damage was observed. The audio bolus button cover was removed and the white button slug was observed to be missing. A 10 unit audio bolus was not able to be completed due to the missing audio bolus button slug. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked at the case seal. Also unrelated to the complaint, evaluation revealed that there was a cold solder connection at a pin on the continuous glucose monitor module. The cs 012 call service alarm issue was not able to be adequately investigated due to the unresponsive audio bolus button issue.